Event description:
It was reported the patient presented in the hospital for an implant procedure. During the implant of the right ventricular lead, the stylet became blocked inside. Another lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. A complete lead, without a stylet was returned in one piece for analysis. The test stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region. The cause of the reported event was due to over-toque of the inner coil consistent with procedural damage.